Manufacturer narrative:
(B)(4) date sent: 4/6/2021 d4: batch # u5e97g investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reloads. Visual analysis of the returned sample determined that six gst45b reloads were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the reload performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: were any difficulties experienced with device intraoperatively? No what stapler was being used with he reported cartridge? Psee45a were any other color cartridges used throughout procedure? Yes, in one procedure there was a gst45w used lot# t40712 does the surgeon believe that a deficiency of ethicon stapler led to the post-operative abscess and infection? Yes was there any inflammation at site of stapling? No how was the abscess diagnosed and treated? Abdominal pain and x-ray. All of them treated; 1 sent to another hospital, treatment unknown; 2 at second hospital; 1 at third. Treatment: I&d of abscess and antibiotic therapy for all 3 patients at aurora facilities) what is the surgeon¿s experience with device? High level of experience; multiple years using stapler what is the current patient status? Unknown experienced surgeons using these devices. There is no allegation of malformed staples. Unaware if surgeons wait 15 seconds prior to firing. Surgeons are using blue reloads on appendicular stump. No issues noted intraoperatively. Post-op abscesses presented 2-14 days post-op. Surgeons are saying these are deep tissue abscesses or infections. All patients required re-operations for drainage and anti-biotic treatment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-operative after a laparoscopic appendectomy the patent presented with a deep tissue abscess and infection. Additional information was not available.